Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The stenosed target lesion was located in a severely calcified and moderately tortuous unspecified vessel. Following a non- bsc guide catheter, a 15mm x 3.50mm nc quantum apex balloon catheter was selected and advanced to cross the target lesion for pre-dilation. First inflation was performed at 12 atmospheres. Upon 2nd inflation, dilatation pressure became unable to increase when it exceeded 12 atmospheres. The device was removed smoothly from the patient. The physician suspected that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).